Event description:
Customer reported tubing separation was observed during patient use. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
The reported condition of tubing separation was confirmed. Visual inspection of the sample returned confirmed that the tubing was separated from the female luer adaptor. It was also noted that part of the tubing was found lodged in the adaptor. A review of the manufacturing process did not yield any abnormalities. At the point of manufacturing, the sets were 100% pressure tested for leaks and no abnormalities were noted. Hence, the separation is unlikely to occur during manufacturing and appeared to be tugged heavily beyond the normal application force.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. (B)(4).